Manufacturer narrative:
Product event summary the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was breached due to multi-lumen tubing voids while in vivo. The analyst noted that the multi-lumen tubing-is breached at 54 centimeters from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing observed on ventricular fibrillation (vf) ventricular sensed episodes. There was short vv intervals and possible lead fracture. There was also sensing/detection issue on the device. The device and right ventricular (rv) lead will be explanted. The device and lead remain in use. No patient complications have been reported as a result of this event. (B)(6) 2019 further information was received, which indicated the device and rv lead were explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: product ID: dtba2qq ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing observed on ventricular fibrillation (vf) ventricular sensed episodes. There was short vv intervals and possible lead fracture. There was also sensing/detection issue on the device. The device and right ventricular (rv) lead will be explanted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device and rv lead were explanted and replaced.